Event description:
It was reported that the pump was explanted. The pt experienced a shocking sensation at the pump implant site and throughout her entire body. The pt also experienced swelling in the legs. Once dose was decreased the swelling in the legs decreased. The pt reported never having good therapeutic effect, and indicated that the pump did not help with locomotion. The pump was used to deliver baclofen.

Manufacturer narrative:
Final pump analysis revealed no anomaly found-normal device function. Final catheter analysis of the proximal piece 59.0 cm including the sc pump connector revealed no anomaly found - acceptable catheter testing. Final catheter analysis of the distal piece 34.6 cm to the distal tip revealed no anomaly found - acceptable catheter testing. See scanned page).